Manufacturer narrative:
H.6. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Event description:
It was reported that erroneous results occurred after use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "there was erroneous alt/ast results. Tests received in the short blue top tube from another location have to be re-spun in order to avoid false alt/ast results. False alt/ast tests caused from transporting tests from another location. Tube must be re-spun in order to "spin down" the contents."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "there was erroneous alt/ast results. Tests received in the short blue top tube from another location have to be re-spun in order to avoid false alt/ast results. False alt/ast tests caused from transporting tests from another location. Tube must be re-spun in order to "spin down" the contents."